Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was reported that on (B)(6) 2025, the pwd called back and reported that the cannula had come out of the body. The patient noticed sudden wetness and insulin running down to the leg, even though was not engaged in any activity at the time. The pwd replaced both the infusion set and the cassette, explaining that he was unsure how to replace only the infusion set and also mentioned that this particular infusion set did not adhere as well as the previous two had used, the adhesive felt less sticky. The pwd plans to change all components later that evening and will pay closer attention to the adhesive. There was no patient injury.